Event description:
Ob intralase flap creation step, suction break occurred half way through interface pass. New ring placed, pocket turned off, same setting otherwise, re-did the pass and finished without incident.